Event description:
The facility reported a colleague infusion pump with a failure code of 803:07. This condition had the potential to interrupt delivery. The event was reported to have occurred during review of the event history log. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 803:07 was confirmed by baxter personnel in the pump's event history. The root cause was unknown by service. The device was not repaired to correct the problem. Should additional information be received, a follow-up medwatch will be submitted.